Event description:
Additional information was received from the patient. They reiterated that since they had their battery replaced, they've had constant pain "back there", even with the therapy turned off. The patient stated when the therapy was on, it would shock them at the battery site. The patient stated they even had the patient do an x-ray and the x-ray showed everything was in place. Patient services redirected the patient to follow up with their health care provider (hcp) but the patient stated their health care provider (hcp) listed on record as their follow up provider, had been let go by the hospital so they didn't have an hcp. Patient services sent the patient physician listings. Patient to follow up with a new hcp to check the implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient reported that pretty much since implant date they have been experiencing discomfort/pain near the ins implant site, and they have also felt stimulation in the wrong area. The patient noted that the pain was not unbearable and they have not had to take tylenol for it. The patient stated that they feel stimulation closer to the ins rather than in the rectal area like it was with their previous ins. The patient felt stimulation more toward the ins when on program 3, and they experienced spasms as well because they thought stimulation might have been too high. The patient stated that they felt stimulation in "weird places" if they increased it too high on program 2. At the time of the call, program 2 was active and the patient did not feel any discomfort or stimulation in inappropriate areas. The patient thought program 2 had been active since saturday and felt like the ins was doing its job, although they've noticed a little bit more of an urge to use the restroom, even when they sleep. The patient mentioned that they drink a lot of water. Agent reviewed stimulation and programming considerations and redirected the patient to their healthcare provider to further address the issue. The patient said they have an hcp appointment in about 2 weeks.